Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight within specifications, crease fold and deformation. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is:no issues found related with the manufacturing process. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.